Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the eluvia device was returned for evaluation. A visual and tactile examination identified multiple outer sheath kinks. The outer sheath was also noted to be accordioned. The device was received unsheathed with the stent already deployed from the delivery system. The deployed stent was not returned with the device. A visual examination found no damage to the handle of the device. A part of the analysis the investigator opened the handle which revealed inner prolapse damage. A visual examination identified no issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred requiring additional intervention and the procedure was cancelled. The target lesion was located in the moderately tortuous superficial femoral artery. A 7x150, 130 cm eluvia drug eluting stent was selected for use. During the procedure, the thumbwheel rotation resulted in a dry fire, and the pull grip was pulled. However, the stent remained within the shaft and failed to deploy properly. An attempt to advance and retract the shaft was ineffective as the stent would not move. Upon withdrawal of the sheath, the stent elongated and extended into the sheath. A surgical intervention was performed to remove the stent, and the procedure was cancelled due to this event here were no patient complications as a result of this event. It was reported that the target lesion was non-calcified. The patient had no unusual challenging anatomy, and the device was delivered via contralateral approach using a 0.014-inch guidewire. The patient was not sedated when the issue occurred.

Event description:
It was reported that stent damage occurred requiring additional intervention and the procedure was cancelled. The target lesion was located in the moderately tortuous superficial femoral artery. A 7x150, 130 cm eluvia drug eluting stent was selected for use. During the procedure, the thumbwheel rotation resulted in a dry fire, and the pull grip was pulled. However, the stent remained within the shaft and failed to deploy properly. An attempt to advance and retract the shaft was ineffective as the stent would not move. Upon withdrawal of the sheath, the stent elongated and extended into the sheath. A surgical intervention was performed to remove the stent, and the procedure was cancelled due to this event here were no patient complications as a result of this event. It was reported that the target lesion was non-calcified. The patient had no unusual challenging anatomy, and the device was delivered via contralateral approach using a 0.014-inch guidewire. The patient was not sedated when the issue occurred.

Event description:
It was reported that stent damage occurred requiring additional intervention and the procedure was cancelled. The target lesion was located in the moderately tortuous superficial femoral artery. A 7x150, 130 cm eluvia drug eluting stent was selected for use. During the procedure, the thumbwheel rotation resulted in a dry fire, and the pull grip was pulled. However, the stent remained within the shaft and failed to deploy properly. An attempt to advance and retract the shaft was ineffective as the stent would not move. Upon withdrawal of the sheath, the stent elongated and extended into the sheath. A surgical intervention was performed to remove the stent, and the procedure was cancelled due to this event here were no patient complications as a result of this event.